Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a faradrive sheath the dilator was found to be damaged. The dilator tip was found to be slightly torn and had plastic starting to peel back. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is not expected to be returned for analysis as it was disposed of by the site.

Event description:
Photo of dilator tip in parent record. It was reported that during preparation for a pulse field ablation (pfa) procedure using a faradrive sheath the dilator was found to be damaged. The dilator tip was found to be slightly torn and had plastic starting to peel back. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is not expected to be returned for analysis as it was disposed of by the site.

Manufacturer narrative:
The referenced faradrive steerable sheath was not returned for analysis; however, a picture of the damaged dilator was provided. Inspection of the picture confirmed the dilator was damaged. Based on all the available information, the cause of the reported dilator tip damage was likely due to a quality control deficiency in the supplier's manufacturing process.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a faradrive sheath the dilator was found to be damaged. The dilator tip was found to be slightly torn and had plastic starting to peel back. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is not expected to be returned for analysis as it was disposed of by the site.

Manufacturer narrative:
The referenced faradrive steerable sheath was not returned for analysis; however, a picture of the damaged dilator was provided. Inspection of the picture confirmed the dilator was damaged. Based on all the available information, the cause of the reported dilator damage could not be determined. Although the images allowed the investigators to confirm the dilator tip was damaged, there was not enough context present to establish the cause of the damage.